Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as the area was not clean before starting pd therapy and the customer did not wear a mask. Five days after the onset of the peritonitis, the patient was hospitalized and began treatment with injection reflin (500 mg, once in four hours) intraperitoneally in each bag, injection fortum (500 mg, once in four hours) intraperitoneally in each bag and injection piptaz (2.25 mg, three times a day) intravenously for the peritonitis. At the time of this report, treatment was ongoing and the patient was recovering form the event. Dianeal therapy was ongoing. No additional information is available.